Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to silicone in lymph system and stair step appearance to breast implants confirmed by ultrasound. Slight adenopathy in right axilla was noted on physical exam. Pathology report noted silicone granuloma from bilateral breast implants and capsule tissues that were submitted for pathological evaluation.